Event description:
Maquet cardiopulmonary (B)(4) investigated the cardiohelp-I device. The general functionality was checked and the log-files were downloaded. The display and the unit were fully functional. No malfunction was detected. The reported failure could not be confirmed or reproduced. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4). Maquet cardiopulmonary ag has not investigated the cardiohelp-I device yet. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when additional information becomes available. Reference exemption #(B)(4).